Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample has not been returned for this complaint therefore the condition of the product could not be verified. A review of the custom pak does indicate two white towels are assembled into this pack along with white gauze. With the available information we were unable to determine the origin of the reported white fiber. A sample was not returned and no lot information is available, therefore, the root cause for the customer reported event cannot be determined. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a surgeon reported observing tiny white fibers at the incision site in an unspecified number of eyes during their one day postoperative visit. These fibers were removed and there was no harm to the patients. No additional information is expected.